Event description:
As the pull-down safety sheath was activated, the needle end came out of the safety component, exposing the needle. The nurse then dropped the device onto the floor and while picking up the product she sustained a needlestick injury. The pt that the device was used on was positive for an infectious disease. The nurse is receiving post needlestick treatment.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the facility. This incident is currently undergoing evaluation. Upon completion of the investigation, a supplemental report will be submitted.